Manufacturer narrative:
Internal complaint reference case (B)(4). Article: mcclatchy, s. G., parsell, d. E., hobgood, e. R., & field, l. D. (2024). Augmentation of massive rotator cuff repairs using biceps transposition without tenotomy improves clinical and patient-reported outcomes: the biological superior capsular reconstruction technique. Arthroscopy: the journal of arthroscopic & related surgery, 40(1), 47-54. H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review augmentation of massive rotator cuff repairs using biceps transposition without tenotomy improves clinical and patient-reported outcomes: the biological superior capsular reconstruction technique, 1 patient had a postoperative rupture of the lhbt after an augmentation of massive rotator cuff repairs procedure using a healicoil regenesorb 5.5mm suture anchor. The rupture was identified by the physical therapist based on clinically apparent biceps asymmetry at 6 weeks postoperatively. Patient underwent a revision open subpectoral biceps tenodesis. Additionally to the revision the patient was also performed a concurrent arthroscopic assessment of the shoulder. The biceps rupture was noted to have occurred immediately distal to the rotator cuff repair site on the greater tuberosity. The biceps tendon more proximal to the rupture location was seen to be incorporated into the otherwise healing rotator cuff tissue. No further information is available.